Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was discharged on pes. The technical support specialist connected to the server, executed a query regarding server downtime, and discovered that the patient's status indicated they had been discharged. The customer was notified of this finding, and they took the appropriate steps to address the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the patients was not crossed over to epic. The customer reported that a loss of connection has resulted in a delay in providing the medication to the patient. There were no adverse events or injuries reported based on this incident.